Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve. A field action was initiated in (B)(4) 2011, to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Event description:
During a cryoablation procedure, after the removal of a mapping catheter from the flexcath steerable sheath and the introduction of the arctic front catheter, air was aspirated into the sheath. The flexcath steerable sheath was replaced and no adverse event occurred.